Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic robotic assisted sleeve gastrectomy, on the introduction of a 5mm laparoscopic grasper, the white upper 5mm seal of the snap-on reducer, cap dislodged and entered the cavity, it was identified immediately and successfully retrieved with a laparoscopic grasper. There was no patient injury.